Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusions because their ivf through the baxter pump sometimes run slower than the medications that are infusing by the syringe pump so they are not sure if that is causing pressure issues in the tubing during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.